Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial/lot #: (B)(4), ubd: 16-aug-2011, UDI#:(B)(4), date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient sometimes gets burning sensations in the wire and up in her neck where the stimulator hooks into the "bolts/hex nuts" and where wire connects to stimulator in her chest. Patient says she gets the burning at night when she is sleeping and rolls over and 'boom' its like the burning is there. Patient said she felt this stimulation when its about time for her to get implant replaced. No further complications were reported or anticipated with this event.